Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), customer stated that the main lamp had been replaced and asked if it would change the outcome of alleged malfunction. Through troubleshooting, tac ensured that the customer had an endoscope connected and visualized bright images. Customer was then asked to check the light intensity by moving the tip of the endoscope far and near the palm. It was confirmed that the intensity changed according to the change in distance thus confirming that the reported issue resolved by installing a new main lamp. The device is not expected to be returned to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoscopic images produced by the evis exera iii xenon light source were too dark to see. There was no report of patient harm.